Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, the laser system displayed an aepf off message when in continuous mode. Per the customer, they tried to get the laser system into ready/standby mode. The laser beam seemed as if it was not continuous, but rather flashing. When the laser system was in ready mode, there was no beam at all. Per the customer, the laser system was shut off/on but the same issue was still received. There was a beam when the laser system was in standby mode but not when the laser system was in ready mode. No patient injury was reported. The procedure was aborted.